Event description:
It was reported that the patient presented in clinic for follow up with the complaint of phrenic nerve stimulation. Device interrogation revealed inappropriate backup mode due to an MRI the patient received previously on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.